Event description:
Event description cpi received information that during interrogation of this implantable cardioverter defibrillator (ICD) at a routine follow-up visit, the ICD was found in the 'off' mode.